Manufacturer narrative:
The customer requested the returned device be evaluated for ail and channel disconnect alarms. The customer¿s anecdotal report of devices constantly alarming for ail could not be confirmed. The report of channel disconnect alarms was not confirmed. The pump module was inspected; the right and left iui connectors were contaminated and corroded. A dried white residue was present on the body of the connectors. When the system was powered on for log download and testing, the devices exhibited iui continuity related issues. At power on, pump module ¿ sn (B)(4) was in the ¿a¿ position but did not receive a unit ID. The system was physically manipulated and both pump modules (sn (B)(4) and sn (B)(4)) in the ¿a¿ and ¿b¿ position did not have unit ID labels. The devices were removed and re-attached, module label ¿b¿ returned but not ¿a¿. The ¿a¿ module was moved to the ¿d¿ position to complete the down load process. The pump module air in line sensor was tested and detected air within specification. The root cause for the reported ail alarms was not identified. No ail malfunctions were found. The root cause for the reported channel disconnect alarms was contamination and corrosion on the iui connector pins.

Event description:
Customer reported devices are "constantly alarming for ail". All information is anecdotal as there are no written reports of any specific patient events. Site visit performed by a cfn clinical practice consultant ((B)(6)) to address ¿constant¿ ail issues. The customer was provided education about the location, cleaning of the ail detector, and proper set loading.